Manufacturer narrative:
The astral device was returned to the resmed for an extensive engineering investigation. Review of the device data logs confirmed the device self-test failure and the occurrence of the battery inoperable alarm. Alarms for battery lost communication (alarm 182), total power failure (alarm 34) and an abnormal restart (alarm 167) were also found in the device logs. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the device self-test failure and the alarms were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. During service, a battery inoperable error occurred in the device due to bad connection between the battery and the main pcb. The main pcb and battery were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.